Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to duplicate the reported event; the device passed incoming functional tests. Analysis found both bail covers were broken. (B)(4).

Event description:
It was reported the external pulse generator (epg) failed self test. The epg was returned for repair. There was no patient involvement.